Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/05/2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected, usb pins from j3 were damaged. The receiver failed to charge and reboot. The receiver case was opened, the internal inspection passed. The receiver log download and functional testing were unable to be performed due to damaged usb pins from j3. Confirmation of the reported event of unexpected receiver shutdown could not be determined. The root cause could not be determined.